Manufacturer narrative:
Journal article title: "prediction of ischemic events after percutaneous coronary intervention: thrombelastography profiles and factor xiiia activity." Ref: doi: 10.1055/s-0038-1645876. Average age. Majority gender. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted that documented that having high plasma fibrin clot strength (ma), a short clot formation time and a high factor xlll cross-links soluble fibrin( fxllla) was associated with an increased risk of cardiac events in patients who have had previous pci. The study was carried out on 257 patients who had drug eluting stents, including zotarolimus eluting stents implanted in the left main, lad, cx and rca vessels. Clinical events of cardiovascular death (cvd), myocardial infarction (mi) stent thrombosis and bleeding were reported from the study endpoints. Cvd and mi occurred in 14.4% and stent thrombosis in 3% of subjects.